Manufacturer narrative:
Follow-up #1: date of submission 07/20/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/01/2016 with the following findings: there was moisture observed underneath the display lens. The keypad was undamaged and all of the buttons were unresponsive. The audio bolus button was torn. A leak test failed due to the bolus button leak. No contaminants were found underneath the keypad button contacts. There was moisture damage on the keypad connector and display.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the keypad buttons were under responsive and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.